Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an in-office visit there was difficulty interrogating this implantable cardioverter defibrillator (ICD). Technical services (ts) discussed troubleshooting efforts, including removing anything contributing to electromagnetic interference (emi). No adverse patient effects were reported. This ICD remains in service.